Manufacturer narrative:
Visual inspection performed by r&d project manager on 21 december 2017: the component was analyzed. The locking disc was intacted, while the plastic bottom was separated from the plate. The event probably occurred for an incorrect disassembly between plate and shell (flexion instead of axial disassembly), applying friction between shell and plastic: anyway, the plastic component is required in order not to provide any scratch to the inner tribological surface of the shell.

Manufacturer narrative:
Batch review performed on 04 december 2017. Lot 1553834: (B)(4) items manufactured and released on 31 aug 2016. No anomalies found related to the problem. Preliminary investigation performed on 07 december 2017 by r&d product manager: images sent by the complainer were analyzed: the metal components of the impaction plate appear intact, while the plastic coverage was separated from the body. The locking disc that maintains the coverage is intact, showing that the plastic bottom was removed not axially with the plate, due to a possible incorrect use. A further evaluation will be performed on the returned piece.

Event description:
During surgery the impaction plate broke while inserting the cup. No additional instrumentation required. All pieces were recovered. There was no delay in surgery. The surgery was completed successfully.